Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during implantation of an intraocular lens (iol) the plunger injector over-rode with the iol, when surgeon tried to pull, optic lens had crack line. Hence, the lens was explanted. The procedure was completed by using a back up lens in the same procedure. There was no patient harm. Additional information was requested.